Event description:
It was reported that the patient felt tired when the implantable pulse generator (ipg) changed mode to vvi65 after reaching elective replacement indicator (eri) prematurely. It was noted that there was dyssynchrony when the device mode was at vvi65. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. (B)(4).

Manufacturer narrative:
The device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Eri (elective replacement indicator) due to high battery impedance was recorded on (B)(6) 2015. Prior to explant. Ramware version 3 was installed on (B)(6) 2011. High battery impedance leading to eri.